Event description:
R abdominal pain, blistering which began (B)(6) 2020. The causative agent was thought to be started after omnipod dash device placed 24 hours prior, with novolog, and 9-10 pm. An associated sign and symptom is started itching and when she scratched, the liquid leaked from under the device, was a clear fluid, without odor, removed the device, and it looked like a popped blister and someone had taken the top layer of skin off and started burning after. The patient denies the following: f/s/c. Still itching and burning if exposed to air, or rubbed. Hydrogen peroxide that night and has been using soap and water and keeping the area clean since that time. Has used another device malfunction since the initial visit, with another omnipod dash device. FDA safety report ID#: (B)(4).